Event description:
Reportedly, ventricular lead impedance remained around 1800 ohms despite multiple repositionings (lead was replaced), and the eno dr pacemaker had a broken set screw, making screwing impossible, thus requiring pacemaker replacement.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the screw was not returned and metallic residues was found on the ventricular silicone cap as well as damaged in the middle of the silicone cap. X-ray was checked during the manufacturing process and the screw was correctly assembled. Based on the available data, the most likely hypothesis is that too much strength was applied during the screwing with the screwdriver leading to the described issue (broken screw).